Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-17517. It was reported the patient's therapy strength was decreasing on its own due to high impedances on all contacts besides 2. As such, surgical intervention was undertaken and the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (b) found all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Correction: investigation determined that the patient/device information reporting in the initial report was incorrect. The correct information has been updated in this report. G8: per the correct device information, the " MFR report number" in the g8 - manufacturer report number, should have been 1627487 instead of "3006705815".